Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned from an unknown source and consequently tested out of specification. Additional information revealed the patient is deceased. The death was unrelated to the lead; however, the cause of death was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.